Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A cusa excel 36 khz straight hand piece failed (it did not have any aspiration) during a craniotomy for tumor removal a few weeks ago (specific date unknown). The unit was changed to another hand piece and it worked fine. There was no surgical delay and no injury involved with this event.